Event description:
It was reported that while the doctor was ablating, the ablating element fell off in the shoulder of the patient. Further, the piece was removed immediately and no adverse consequences were reported.

Event description:
It was reported that while the doctor was ablating, the ablating element fell off in the shoulder of the patient. Further, the piece was removed immediately and no adverse consequences were reported.

Manufacturer narrative:
The reported tip breaking (ceramic tip and metal electrode) was confirmed on the returned unit. Visual inspection revealed the metal electrode broke off from the probe's distal end. The broken piece (metal electrode) and probe were returned for evaluation. There was significant damage to the heat-shrink (black insulation) at its distal end. The unit was connected to an energy console and a p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activation of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The device history record and non conformance report historical data of the reported product/lot number were reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, poor assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.